Event description:
Miniloc safety infusion set 19g 1in port needle, lot asgwfc075. Patient came to blood draw room for port flush with labs. Patient's port accessed, while flushing port needle noted to be leaking from head of the port (in between the wings). Needle was removed.